Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3 889-28, lot# va0g6fr, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that a patient had the device for neurogenic bladder and retention and it was good for a couple of months, but for the last two months her issues were off and on. There was a loss of therapeutic effect. The patient had a lot of health problems, she was getting worse, she had to self-catheterize, and she had bouts where she couldn¿t urinate and had retention. This was on and off. A past MRI of the patient¿s brain showed she had white matter lesions and her healthcare professional wanted another MRI of her brain to try to rule out demyelination and make sure there weren¿t more lesions. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.